Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 419mg/dl and an issue with the basal rates. Troubleshooting found that the drive support cap was normal. The customer stated that the pump settings and basal rates are correct. Troubleshooting found that the insulin setting on the pump was incorrect and assisted customer to turn off insulin patterns. The customer was advised to follow up with their doctor regarding the high blood glucose.